Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and attempted to resolve the issue by replacing the flow probe. The issue persisted and the customer ordered a new control panel to replace themselves. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the blood level on the panel of the centrifugal pump system with tubing clamp showed "0" during a procedure. The flow sensor was not being read properly. The control panel and flow probe were taken from a different device and the cause was completed without issue. There was no patient involvement.